Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, serial number, and corresponding expiration date for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old female patient underwent breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively. As a result, the device was explanted on (B)(6) 2025.

Manufacturer narrative:
On july 23, 2025, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture. Brand name under field d1 on this form has been updated to "unknown gel implants smooth" as per devices received. On july 30, 2025, both device evaluations were completed as follows: mentor conducted visual inspection and leak testing of the returned devices. Visual analysis of the returned devices revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implants were returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 19, 2025, following fields were correctly updated: - brand name under d1 to "unknown gel implants smooth". - catalog under d4 to "unk_gel implants smooth". Manufacturer¿s reference number: (B)(4).